Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of damaged door latch was confirmed. However, the cause of the reported condition could not be determined. In order to resolve the issue the door latch was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up report will be sent.

Event description:
It was reported that a flogard infusion pump had a damaged door latch. There was no patient involvement. Additional information was requested and is not available.